Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent profile problem occurred. Following pre-dilation with a 2.5 x 8 balloon catheter, a 3.00x12mm promus premier¿ drug-eluting stent was advanced to treat a lesion. However, it was noted that the stent appeared to be longer than 12mm. The device was removed from the patient's body and was measured with a sterile measuring tape. It measured to be 13mm in length. The physician decided to implant the stent and completed the procedure. No patient complications were reported and the patient's status was fine.